Manufacturer narrative:
Investigation: a visual inspection revealed that the heater elements were individually lifted up and bent somewhat in the middle. There were no signs of usage and no evidence of blood on the tips or handle. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, the vasoview hemopro 2 was noticed to have the heater lifted up, before use. A vh-3000 was used to complete the procedure. Therm were no patient effects. The product is returning.